Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000175, serial/lot #: (B)(4), UDI#: (B)(4). The system was serviced in the field and the issue was confirmed. Since reloading the firmware did not resolve the issue, the charger enclosure was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing an installation, the charger enclosure did not function as designed. It was reported that the imaging system showed a firmware mismatch and that charger node one did not have any firmware. There was no patient present when this issue was identified.